Event description:
It was reported that the pump stopped infusing IV remodulin. The patient thought they saw error code lec 1341 but they were not completely certain. The patient stated there was a very brief interruption of therapy. The therapy resumed and the patient stated that they did not experience any adverse effects following the product problem. A replacement pump was sent to the patient.